Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a charge circuit timeout and the right ventricular (rv) lead had a possible fracture, inappropriate shocks for oversensing, sensing integrity counter (sic), an rv lead noise warning, and a lead integrity alert (lia) triggered. The crt-d and rv lead were reprogrammed, a magnet was placed on the device and both the crt-d and rv lead were replaced at a later date. It was also reported that far field r-wave (ffrw) oversensing from the right atrial (ra) lead was observed on the same day of the reported rv lead and device issues. The ra lead remains in use. No further patient complications have been reported as a result of this event.